Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that the patient was involved in a car accident. The air bag deployed and hit her head over the site of the implant. Since, then the patient has noticed a drop in her performance. Pain and headaches occur. The patient will be further evaluated for the sources of her discomfort.